Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Device analysis revealed a kink was observed in the sheath assembly from femoral marker to the proximal end and a damage was observed at the femoral marker in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup was found within the telescope section of the device. Windup were encountered in the single heat shrink area and the non heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on investigation completed on 28jul2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex (lcx) artery. An opticross¿ imaging catheter was selected for use to view target lesion. There was no problem encountered during testing. However, the image disappeared during the procedure. An opticross¿ imaging catheter was set up again, but the issue was not resolved. The procedure was completed with another with the same device. No patient complications were reported. However, device analysis revealed a damage in the femoral marker/femoral marker flakes off.